Manufacturer narrative:
A visual inspection of the returned suspect device showed that all 4 basket wires separated from the basket cannula, which is still attached to the pull wire. The basket cannula has clear crimp marks and glue residue inside the notch can be seen. This indicates that the crimp joint was properly assembled. The basket wires are severely deformed, and one of the wires has broken from the basket tip. The amount of damage to the basket wires indicate a large force was applied to the device, causing the basket wires to separate from the basket cannula. A lot history search was performed and found no other complaints have been reported from this lot. A review of the device history record revealed no anomalies that could be associated with this incident. The august 2007 fifteen (15)-month zero tip basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The most likely root cause for this complaint is that a large amount of force was applied to the device and the basket cannula joint weaken due to the excessive force, allowing the basket wires to separate.

Event description:
It was reported to boston scientific corporation that a therapeutic stone removal procedure occurred on august 22, 2007 on a male patient (age unknown) using our zero tip retrieval basket. During the procedure, upon opening the basket, detached and remained inside the patient. The physician was able to retrieve the pieces of the basket wire with a grasper. X-ray confirmed the removal of all pieces of the basket. The procedure was completed with a boston scientific segura stone retrieval device. According to the complainant, no patient complication sustained as a result of the device breakage and detachment.